Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multi-system organ failure.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the report of multi-system organ failure could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Hm3 lvas, serial number (B)(4), was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-031967 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jun2022. No further information was provided. The manufacturer is closing the file on the event.